Manufacturer narrative:
Customer reported that the doctor and pa administered patient rashes throughout a six month period. They do not know if surgiphor was the main cause of the issue, however it is the only thing that has changed within their practice. Surgeon and pa claim they have not seen any more irritation to patients skin since the removal of surgiphor from their practice. The reporter is not aware of any medical intervention due to these rashes. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported that the doctor and pa administered patient rashes throughout a six month period. They do not know if surgiphor was the main cause of the issue, however it is the only thing that has changed within their practice. Surgeon and pa claim they have not seen any more irritation to patients skin since the removal of surgiphor from their practice. The reporter is not aware of any medical intervention due to these rashes.